Event description:
The clinic reported that a laser vision correction pt had an uneven ablation. At the two week post-op exam, the pt presented with an uncorrected visual acuity of .7 in the right eye (od) and .7 in the left eye (os). The best corrected visual acuity was not performed and is unk. The pt is experiencing double vision and is unable to drive without correction. The clinic clarified that the mirror on the laser above the pt eye was splashed with water and was not detected until after the treatments were completed for the day. This issue impacted 15 pts.

Manufacturer narrative:
An amo field service engineer examined the laser at the customer location and confirmed the water splash on the optic. The optic was cleaned. No other issues were found with the equipment. All pertinent info available to amo has been submitted. Should new info that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.

Manufacturer narrative:
The clinic reported that a laser vision correction patient had an uneven ablation. At the one week post-op exam the patient presented with an uncorrected visual acuity of .7 in the right eye (od) and .7 in the left eye (os). The best corrected visual acuity was not performed and is unknown. The patient is experiencing double vision and is unable to drive without correction. The clinic clarified that the mirror on the laser above the patient eye was splashed with water and was not detected until after the treatments were completed for the day. This issue impacted 15 patients.